Manufacturer narrative:
(B)(6). Lab data: (B)(6) 2014 (20:30): ck-mb=0.5 ng/ml, normal upper limit 5; (B)(6) 2014 (04:45): troponin I=0.02 ng/ml, upper reference limit 0.05; (B)(6) 2014: ck=36 u/l, normal upper limit 200; (B)(6) 2014: ck-mb=0.6 ng/ml, normal upper limit 5. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effects of angina, ischemia and restenosis, as listed in the multi-link mini vision coronary stent systems instructions for use (IFU), are known patient effects that may be associated with coronary stenting. A conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; however, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling and the treatment appears to be related to the operational context of the procedure. Based on the information reviewed, there is no indication of a product deficiency. The 3.0x28mm mini vision stent mentioned is being filed under a separate manufacturer report number.

Event description:
It was reported through sent source documents that on (B)(6) 2011, the patient presented with a st elevated myocardial infarction (mi). A 3.0x15mm and a 3.0x28mm mini vision bare-metal stents were implanted in the right coronary artery (rca). On (B)(6) 2014, the patient experienced chest pain. A myocardial perfusion stress test exhibited mild apical ischemia. On (B)(6) 2014, the patient had a percutaneous intervention (pci) demonstrating 50%-70% in stent re-stenosis within the mid-rca. The mid left anterior descending (lad) coronary artery showed 20-25% stenosis and the circumflex (cx) coronary artery showed 95% stenosis. An investigational device was successfully implanted in the distal cx coronary artery. On (B)(6) 2014, the patient was discharged from the hospital. On (B)(6) 2014, the patient presented with chest pain and another pci was performed. A non-abbott guide wire crossed into the re-stenosed rca. An adenosine infusion was administered and unspecified stenting was performed as treatment. A 3.0x18mm xience xpedition stent was advanced to the mid left anterior descending (lad) lesion. The stent was not attempted to deploy due to unspecified damage. The device was removed without reported issue and another 3.0x18mm xience xpedition stent was successfully implanted in the lad lesion. Post procedure, the patient experienced chest pain. Medication was given and the procedure was completed. The patient was discharged from the hospital on (B)(6) 2014. There was no additional information provided.